Event description:
The consumer's mother alleges the chair tips forward when her daughter is going down the ramp. No injury is alleged.

Manufacturer narrative:
No injury reported. Dealer reportedly had performed field corrective action to the chair. Users mother alleges after this service, while the user was transgressing a ramp, their chair allegedly tipped. No injury is alleged. As a courtesy, replacement components were sent. The dealer received the components and replaced them. The chair remains in service. MDR filed as a conservative measure.